Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Noise, inadequate capture and high pacing lead impedance was noted on the right atrial lead. The lead was capped on (B)(6) 2018 and a new lead was implanted. The patient was stable.